Manufacturer narrative:
Date sent to the FDA: 05/06/2021. Additional h6 component code: g07002 ¿ conforming device. Additional h-3 summary: 02 nos of intact reference samples were received for investigation for code nw2421 lot t0001. Actual impacted suture was not received for investigation. Received 02 nos of suture packs were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. Primary packs were opened, all sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, punching marks, broken piece, brittleness, detached needles but no such defects were observed. All the received needles were visually inspected under 10x magnification and found satisfactory. 02 nos of sutures were subjected to needle pull test and results of reference sample were found to be meeting specification requirement. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 05/06/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Batch manufacturing records of nw2421/t0001 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. Additional investigation summary: complaint sample was not received for investigation. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. Five retain samples of incident code nw2421 and lot t0001 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance-pull off suture needle, needle pull test is applicable & measurable parameter. Needle pull-off test was performed over five retain samples to check the behavior of the swaging process. All the individual as well as average needle pull-off values were found to meet the ups specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue)? Please clarify, how many suture/needle pull offs occurred during suturing on this one patient during this single surgical procedure? Was a suture needle pull off occurred with all 4 boxes during this single surgery? What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Did the pull off suture needle issue and in 4 boxes occur in multiple procedures? If yes, please provide pc number for each of the procedures note: event reported in 2210968-2020-09712, 2210968-2020-09713, and 2210968-2020-09715.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2020 and suture was used. During the procedure, the suture needle and thread separated. There were no adverse patient consequences reported. Additional information has been requested.